Event description:
It was reported that the spectra penile prosthesis was revised due to 'patient dissatisfaction; glans part pain (reducing size)'. Another spectra device was implanted. There were no further patient complications reported as a result of this event.